Manufacturer narrative:
The device model involved in this MDR report is not approved in the us; however, it is similar to reply models already approved in the us.

Event description:
It was reported that the patient experienced a syncope on (B)(6) 2016 (4 days after system implantation). The physician decided to re-program the device from the safer mode to the ddd mode.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the us; however, it is similar to reply models already approved in the us.

Event description:
It was reported that the patient experienced a syncope on (B)(6) 2016 (4 days after system implantation). The physician decided to re-program the device from the safer mode to the ddd mode.